Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, a balloon rupture occurred. The lesion was located in the left anterior descending (lad) coronary artery. The maverick2 monorail balloon ruptured at nominal pressure while attempting to inflate the balloon. The total number of inflations and to what atms is unk. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as "safe."

Manufacturer narrative:
Three attempts have been made to determine if the device will be coming back for analysis. The complaint will now be closed out as not returned. A failure analysis is not available, and we are not able to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.